Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint - litigation alleges patient had permanent physical injuries, pain and disfigurement after asr hip implants. Patient's operative records were received. Records indicate the patient had a loose acetabular cup. Dor: (B)(6) 2012, (left side). Medical records received 06/24/2013. Revision operative report indicates revision due to pain and mildly elevated iron levels. The information received does not change the MDR decision. Litigation record received 12/12/2017. There is no new allegation. It was mentioned that the patient was deceased, however, there is no date provided. This complaint was updated on dec 19, 2017. In addition there were no allegations of depuy components contributing to the passing. On 3 sep 2021: after review of the medical records the patient was revised to address failed left asr tha with hip pain, mechanical loosening of the acetabular component. Operative note reported a small amount of black film at the morse taper of the femoral neck and the acetabulum, consistent with the metal wear. The acetabulum was loose. Doi: (B)(6) 2008; dor: (B)(6) 2012; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination.this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed andthe investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.